Manufacturer narrative:
Unit received with cracked end cap. Unable to verify compromised force sensor system alarm due to cracked end cap. Unit received with missing end cap sticker, minor scratches on lcd window, and cracked case at display window corners.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. The entire bottom compartment of the insulin pump was coming off. They super glued the bottom back on. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.